Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. On (B)(6) 2023, the patient experienced headache and shakiness. The husband took the patient to the hospital. The patient was admitted to the hospital and they took a bg reading which was 61 mg/dl and the cgm reading was 112 mg/dl. There they treated the patient with tylenol 500 mg (paracetamol; pain killer medication). Two times a day, as the patient was experiencing pain) morphine shot and zofran (anti-nausea and vomits medication) was given and performed a CT scan. The nurse gave the patient a snack to treat hypoglycemia. The patient was discharged after 3 days. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.